Manufacturer narrative:
It was reported that during an atrial fibrillation (afib) ablation procedure, while mapping with pentaray nav catheter, one of the catheter spline went through sl1, separated, damage electrode, requiring removal of both devices, and arterial perforation at the access site treated with stent graft. A picture was also received for evaluation following johnson & johnson medtech's procedures. According to the picture provided by the customer, one spline was observed detached from the tip leaving internal components exposed, also a squashed electrode was observed. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and dimensional test were performed following j&j medtech procedures. Visual analysis revealed that one of the splines was detached, with exposed wires, missing electrodes and stress marks. Evidence of good manufacturing of the device was observed. The dimensional test was performed, and the measures were within specifications. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The tip fully separated, electrode damage, resistance with sheath and medical device entrapment issues reported by the customer were confirmed and related to the adverse event. The potential cause of the separation of the spline and electrode could be related to the manipulation of the device during the procedure. The stress marks observed suggest that excessive force was applied to the device. The root cause of the adverse event could not be conclusively determined. The instruction for use (IFU) of the device indicates: the catheter is recommended for use with an 8f guiding sheath because the distal spines may be damaged if used with a sheath that is not compatible. Do not use the catheter in conjunction with transseptal sheaths featuring side holes larger than 1.25 mm in diameter; do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Correction to d9. As the device return details were not included in the initial report, that section has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib)/mapping with pentaray nav catheter, one of the catheter spline went through sl1, separated, damage electrode, requiring removal of both devices, and arterial perforation at the access site treated with stent graft. It was reported that during mapping/ablation procedure, the physician was advancing the pentaray nav catheter through an sl1 sheath after going transseptal, once they were transseptal, they could not advance the sheath and the advice was to pull it back. They could see that four of the five splines of the pentaray catheter were in the left atrium, but one of the splines appeared bent back. As the physician tried to pull it back, there was resistance. They pulled the whole system out and one of the splines of the pentaray catheter has gone through the hole of the sl1 sheath. The spline appeared like it was degloving, as it appeared like it removed the outer portion of the spine and the electrodes exposed, and just the wires, but everything was retrieved out of the body. After that, the physician restarted, did a new transseptal and was able to map the left atrium. At that point, the physician was exchanging the faradrive for the sl1 sheath, when the physician noticed a lot of bleeding, stopped and aborted the procedure. They were having a tough time advancing the faradrive sheath when this happened and noticed there was an arterial puncture. It appeared like a perforation from the vein to the artery at the growing area. The bleeding had been stabilized at this time. There was no complication; however, the case was aborted. They applied pressure to the area and also added a stent graft to prevent future bleeding. Additional information was received which indicated that during use, the physician was unable to advance pentaray out of transseptal sheath into the left atrium, thus the pentaray was pulled out and discovered that one spline was missing. At that time, they pulled the sl1 sheath out of the patient¿s body and discovered that the spline was stuck through a hole in the distal portion of the sheath. The physician then obtained another access in the groin and advanced a new sl1 sheath for transeptal puncture. After transseptal, a new pentaray was advanced through the sheath and the left atrium was mapped. After mapping, the pentaray was taken out of the sheath. The physician then attempted to exchange the sl1 sheath for the faradrive sheath but was having difficulty. The physician pulled the sheath out of the groin and noted bright red arterial blood pooling at the access site. The physician¿s opinion on the cause of this adverse event was that the detached spline caused the arterial bleeding when the sheath was pulled out of the body. The intervention provided was the wire was removed, and the physician held pressure, and a femstop device was applied to control bleeding. The patient fully recovered. The patient required extended hospitalization because the plan was for the patient to be discharged the same day but instead, was admitted for observation overnight. The patient was discharged the following day. The damage resulted in lifted/sharp ring, and one of the electrodes that went through the hole appears to have lifted off the spline. The issue was found where the splines meet. The device was not pre-shaped.